Event description:
It was reported that when attempting to power on the workstation, the green light in the power switch was the only thing that was turning on. This indicates that the system was not booting up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The smart power switch pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.